Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii system4.3 mm didn¿t load properly due to a defective disk. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). The device was returned for evaluation. A follow up report will be submitted when the investigation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii system4.3 mm didn¿t load properly due to a defective disk. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii system4.3 mm didn¿t load properly due to a defective disk. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID (B)(6). The device was returned on 01/16/2020. An investigation was conducted on 02/10/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the seal in the loading device. The seal was observed to be cracked on the outermost portion of the seal in the loading device window. The white plunger was not depressed and the blue slide lock was not engaged on the delivery device. The delivery device was removed from the loading device with the seal and tension spring inside the delivery tube but not in its normal position. The seal was observed to be cracked on the outermost portion of the seal. The following measurements were taken; the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specification. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed as well as for the analyzed failure "crack".